Manufacturer narrative:
Patient information was requested and the customer refused to provide, the patient information is confidential.

Event description:
The customer reported that the ventilator shut down during transport. Review of the diagnostic log noted a data acquisition pcba adc reference failed . The customer reported the unit was in use on patient, but there was no patient harm reported.